Event description:
Event description cpi received information indicating this implantable cardioverter defibrillator (ICD) had delivered an inappropriate shock. Testing of the system indicated there was likely an atrial lead fracture. The atrial lead is manufactured by another company. It was further reported that the patient works in a high electromagnetic interference area (emi). It is not known if the high emi environment contributed to the inappropriate shock.